Event description:
Customer reported hospitalization due to low blood glucose. Customer would work nights, go to sleep and blood glucose levels would go low. Customer has made adjustments to the basal settings to prevent the lows. Customer also reported button error alarms. The current blood glucose reading is 137 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.